Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Upon review of the egm it was noted that the implantable cardioverter defibrillator was oversensing far r waves. Intermittent atrial undersensing was also noted in a few atrial flutter episodes. Programming changes were suggested. No further information was available.